Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
It was reported by the hcp that while placing a bravo ph monitor the capsule attached to the patient's esophagus, but would not detach from the delivery system. The capsule had to be pulled off of the esophagus resulting in minor bleeding. The patient did not indicate that he was feeling any discomfort. No further information was reported.